Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned

Event description:
Revision - reverse shoulder replacement. Reason for revision: glenoid component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.